Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. Also sorc found the breakage of the packing and the water ingress into the ccd cable. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the reported information, omsc considered that the reported phenomenon was attributed to the failures of the internal circuit board and the internal cable due to the breakage of the packing and the water ingress inside the subject device by the user handling. The instruction manual of the subject device states appropriate handling of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the camera head communication error e222 occurred. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.